Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device could not seal tissue successfully. Then the output setting on the generator was increased from bar 2 to bar 3, however the problem was not solved. A new device was opened to complete the case. There was no patient injury and the operating time was not extended. There was no additional tissue resection or tissue damage. Nothing fell into the patient's cavity and there was no bleeding.